Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 sensor, with a reported blood glucose of 232 mg/dl; the sensor connection had been restored and the user replaced diabetes supplies and planned to bolus for lunch, with no alerts or alarms reported. Symptoms included elevated blood glucose. Outcomes included user self-management at home without escalation of care. Investigation included customer interview and troubleshooting education. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event attributed to cause unclear hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.